Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was at 80 mg/dl after the paramedics treated them, and 353 mg/dl at the time of the call. The customer was given soda, food and juice to treat. The customer experienced symptoms such as sweating. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer mentioned an issue with threshold suspend even though they were not using sensors, since their transmitter is broken. The customer does not feel their lows and is a brittle juvenile type 1 diabetic. The insulin pump will not be returned for analysis.